Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient was in drain two of treatment. Upon removing the tubing set, solution was found inside the cycler. The origin of the leak could not be identified. Patient was administered prophylactic antibiotics and has had no adverse effects. Sample is available.

Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the complaint is confirmed. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.